Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received failed shocks from the cardiac resynchronization therapy defibrillator (crt-d) and was admitted to the hospital for defibrillation threshold testing. The shocking vector was changed and the device remains in use. No further patient complications have been reported as a result of this event.